Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of this incident, a technical support specialist (tss) reached out to the customer to investigate. However, the customer resolved the issue. The system functioned as intended after customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, all pyxis not communicated to meditech. User reported that pending messages from meditech end failed to send over to pyxis server. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.